Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 11500a implanted in the pulmonary position was scheduled for a valve-in-valve intervention after an unknown implant duration due to the valve becoming too small requiring replacement. A transcatheter heart valve was planned to be implanted in the following days.

Event description:
Edwards received notification that a 14-year-old patient with a valve model 11500a implanted in the pulmonary position has been scheduled for a valve-in-valve intervention after an implant duration of approximately three (3) years and seven (7) months due to the valve becoming too small requiring replacement. A transcatheter heart valve was planned to be implanted in the following days.

Manufacturer narrative:
Added information to section a2 (age at time of the event), b7 (other relevant history, including preexisting medical conditions), d6a (implant date). Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Attempts to obtain additional information were unsuccessful. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including congenital disease and patient's age.